Event description:
It was reported that a user experienced persistent hyperglycemia throughout the day while using the ilet, with self-reported air observed in the infusion line and no device alerts, and the user was advised to perform a complete supply change given remaining insulin in the cartridge. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continuation of therapy with troubleshooting and education provided. Investigation included customer interview and review of use, including confirmation of proper supply change technique. Investigation of this case revealed user-observed air in the line with unclear root cause and no device malfunction confirmed. It was concluded that the cause of the reported hyperglycemia was unclear, and appropriate use and education were reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.